Manufacturer narrative:
The customer reported issue of the autopulse displaying ua02 (compression tracking error) "realign patient "error message was confirmed during initial functional testing and in the archive data review. To remedy the issue, the drivetrain motor was replaced. Following the replacement of the drivetrain motor, autopulse passed all testing criteria with no issue or faults observed. Visual inspection was performed and noted no damage upon receipt. Functional testing was performed and error message of ua02 (realign patient) was observed during the lrft (large resuscitation test fixture) test. This issue was attributed to the defective drivetrain motor and was replaced to remedy the error. In addition, unrelated to the reported issue, the pdb (power distribution board) was replaced. Autopulse passed the final testing with no issue noted. The autopulse platform was manufactured in 2008 and has exceeded the 5 year service life. Archive review showed multiple error messages of ua02 on the reported event date of (B)(6) 2017. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial (B)(4).

Event description:
It was reported that the autopulse displayed ua02 (compression tracking error) "realign patient "error message consistently during the manikin testing. According to the customer, the error message was not cleared even after the manikin was repositioned and realigned. No patient involvement on this issue.